Manufacturer narrative:
Additional information will be provided upon results of investigation.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On 7th october, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the screw of the handle holder fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of its surgical lights ¿ powerled with catalogue number ard368401998. According to the provided information, the screw of the handle holder fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Per investigation by subject matter experts at the manufacturer, the loosening of the screws was found to have been caused by a lack of inspection during the daily and annual maintenance. To prevent the loosening and the fall of the screw: - the maintenance manual indicates, in the service protocol, to check the integrity of the lighthead. - as improvement measure, since 2018, the screws are assembled with tuflok coated screws, and the nylon patch of these screws acts as a mechanical locking and prevents the loosening and the fall of the screw. The screws are hidden by the sterilization handle. Even if the screws loosen, they cannot fall into the sterile field because they are kept in place by the serializable handle cannot fall out in the operation field. The defect is visually detectable during the daily inspection performed by the users before any surgical procedure. To prevent any similar incident, it is recommended to respect the inspections mentioned in the user manual. To sum up, when the issue occurred, the device was involved. We have not received information whether the device was being used for patient treatment at the time when the event occurred. Screw detachments are considered as technical deficiency, however as it was stated upon the conclusion of the investigation by subject matter experts at the manufacturer, the involved screws cannot fall into the sterile field as the screws are hidden by the sterilize handle. We can conclude from the investigation that the issue is not safety-related and can only cause an inconvenience on the customer. The correction of b5 describe event or problem field deems required. This is based on the obtained information from the service unit. Corrected b5 describe event or problem: on 7th october, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the screw of the handle holder fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination. Previous b5 describe event or problem: on 7th october, 2020 getinge became aware of an issue with one of surgical lights. As it was stated, the screw of the handle holder fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2020, getinge became aware of an issue with one of surgical lights. As it was stated, the screw of the handle holder fell off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field, or during procedure, may lead to contamination.